Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. As received, the battery would not charger or power on a monitor. The cause was low output voltage of the battery pack. The battery cells were drained and unable to be charged. The root cause for the drained battery cells was unable to be positively determined, but was likely improper pt use. No adverse event resulted from the defective battery cells. The pt received a replacement battery pack.

Event description:
A zoll pt service representative (psr) called zoll customer support that a (B)(6) male pt's battery had battery faults. The pt was issued a replacement battery pack.